Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus delivery. Customer stated the device might have been exposed to a magnetic field and has been dropped and bumped in the past. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value was 400 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report.